Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Insertion: wash hands. Use aseptic technique to prepare the patient for catheter insertion. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. Catheterize the patient using dominant hand. When catheter tip has entered bladder, urine will flow through the catheter. For female anatomy, insert catheter approximately 5 cm (2 inches) more. For male anatomy, insert catheter all the way to bifurcation. Inflate the balloon with prefilled water syringe if included. If prefilled syringe is not included, then use a slip tip luer lock syringe to fill catheter balloon with sterile water. Do not use needle. Do not exceed recommended capacities as stated on the applicable labeling. The chart below provides additional information on inflation volume and balloon size. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). Note: drawing may not display actual shape of catheter tip or presence of additional lumen(s). Gently pull the catheter until the catheter balloon is snug against the bladder neck. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement of the foley catheter, the balloon ruptured upon syringe attachment and initial inflation. The affected product did not have a recorded lot number and was not retained for further analysis. Staff have since been reeducated to prevent recurrence. This incident occurred in the main or and is the first of its kind reported at this location. It remains unclear whether similar issues have been observed at niswonger, where this product is primarily used for pediatric patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement of the foley catheter, the balloon ruptured upon syringe attachment and initial inflation. The affected product did not have a recorded lot number and was not retained for further analysis. Staff have since been re-educated to prevent recurrence. This incident occurred in the main or and is the first of its kind reported at this location. It remains unclear whether similar issues have been observed at niswonger, where this product is primarily used for pediatric patients.